Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2023 directly on nasal kitted swab. Repeat testing was performed a week ago at hospital with a non-abbott test which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2023 directly on nasal kitted swab. Repeat testing was performed a week ago at hospital with a non-abbott test which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.